Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and pain. The cause of the events was not reported. It was reported that the patient presented to the hospital; however, it was not reported if the patient was admitted for the events. Treatment for the events was not reported. At the time of this report, the patient outcome reported as "not resolved". Pd therapy was ongoing. No additional information is available.